Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (3mg/ml at 0.38mg) via an implantable pump. It was reported that the patient lost a lot of weight and wanted the pump site moved because it was bothersome. Due to their illness, the patient and physician thought it would be best to exchange the pump to provide a longer life and not have to change it later if the patient continued to get more ill. The pump segment was removed and replaced because the physician could not get the old segment off of the old pump. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2015; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.